Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: comprehensive reverse shoulder humeral tray with locking ring 44 mm standard [catalog # 115340; lot 659950]; glenoid baseplate [catalog # 115330; lot 863590]; arcomxl standard humeral bearing 44 ¿ 36 mm [catalog # xl-115363; lot 745250]; versa-dial glenosphere standard 36 mm [catalog # 115310; lot 457000]; humeral stem standard 10 mm [catalog # 113650; lot 623850]; fixed non-locking screw 4.75 3.5 hex 15 mm [catalog # 180507; lot 852390]; fixed locking screw 4.75 mm 3.5 hex 20 mm [catalog # 180501; lot 851510]; fixed locking screw 4.75 mm x 15 mm [catalog # 180500; lot 468560]; fixed locking screw 4.75 mm 3.5 hex 15 mm [catalog # 180500; lot 851320]; central screw 6.5 3.5 hex 25 mm [catalog # 115381; lot 320020]; versa-dial taper adaptor [catalog # 118001; lot 380360]. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Remains implanted.

Event description:
It was reported that patient underwent a total reverse shoulder arthroplasty. Subsequently, the patient had a humeral fracture. During the humeral fracture repair procedure, there was a high amount of blood loss. The patient was given a unit of packed red blood cells. There were no complications reported. No additional patient consequences were reported. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of op notes found that the patient had a blood loss of 1360 cc during the revision, and required 1 unit of prbc transfused during the procedure. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.